Event description:
It was reported by the rn that the pt developed leaking at the port and was taken to the operating room for replacement of the port. There were no other pt complications.

Manufacturer narrative:
Info anticipated, but unavailable at this time.